Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance noted to be decreasing gradually over the past year. All other lead measurements were normal. There was no evidence of noise on the pace/sense echocardiogram and with isometrics. Technical services suspected lead insulation breach and suggested remote monitoring patient and turning on non-sustained ventricular tachycardia episode. Ts also emphasized that lead insulation breach could likely cause more issues in the future including inappropriate shock and left the decision of continuing to monitor the patient to the physician. This lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).